Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing, intermittent high blood glucose (bg) level readings of "high", specific value was not provided. Cause of high bg was not known. Customer administered a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider on 2/10/2023. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2024 with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.